Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation after having multiple program adjustments. The patient underwent an explant procedure. The explanted device will not be returned as bsc representative did not attend the explant procedure and no device malfunction was suspected for it was patients choice.